Manufacturer narrative:
Through follow-up, it was determined that the reported event occurred the same day that in-service training and installation of the scope buddy plus endoscope flushing aid was performed. Later that day, an employee who was present at the in-service training was flushing an endoscope when the tubing slid off of the air pipe and the air water blanking cap came off of the endoscope allowing water to spray onto the employee. It was determined that the employee was not wearing proper ppe as instructed during the in-service training. Additionally, users are instructed to wear proper ppe during use of the scope buddy plus endoscope flushing aid as stated in the user manual. The scope buddy plus endoscope flushing aid user manual states, "avoid biological contamination and chemical burns. Always wear appropriate personal protective equipment (ppe) including clothing, gloves, and face shield or safety glasses when handling used endoscopes and associated chemicals." The customer was provided with a replacement unit. The technician counseled user facility personnel on the importance of wearing proper ppe while using the scope buddy plus endoscope flushing aid. The scope buddy plus endoscope flushing aid subject of the reported event will be returned for evaluation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that as an employee was flushing an endoscope with their scope buddy plus endoscope flushing aid, the sink water was sprayed onto the employee. No report of injury.

Manufacturer narrative:
The scope buddy plus endoscope flushing aid and tubing were returned for evaluation. The scope buddy plus endoscope flushing aid was inspected and found no issues with the function or operation. The device as found to be operating according to specification. Medivators will continue to monitor for future occurrences. No additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.